Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening. A microscopic analysis and leak test were performed which identified one sharp opening, one striated opening, and wear abrasion. Based on the device analysis the final assessment was one sharp opening in the side sature-tap assessed as unidentified (tear) opening, and one striated opening in the side radius assessed as surgical damage. Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6.

Event description:
Device has been explanted.